Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported the patient experienced a shocking sensation in their right shoulder/arm and tingling in their right fingers. The implantable neurostimulator (ins) was programmed at 2+1-0+ and impedances were ran with c/1, 0/1, 1/2, and 1/3 all with greater than 40,000 ohms. The rep reprogrammed the patient to 3+2- and the shocking sensation was resolved with good tremor control.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.